Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, urinary leakage, right pelvic mass located adjacent to the bladder, obturator canal which appeared to be compressing the bladder, pelvic adhesions, cystoscopy with insertion of bilateral illuminated ureteral catheters, followed by diagnostic laparoscopy, laparoscopic retroperitoneal dissection, laparoscopic pelvic adhesiolysis, urinary frequency, suprapubic discomfort, fecal incontinence, a biopsy of the right obturator which showed fragments of dense fibroconnective tissue, old hemorrhage consistent with a hematoma, urinary tract infections, pelvic pain, urgency, dysuria, hematuria, abdominal bloating, feeling of something irritating her with intercourse, vaginal mesh exposure, atrophic vaginitis, chronic cystitis, urge incontinence, stress incontinence, issues with starting and stopping urinary stream, anxiety, depression, change in bowel habits, rectal prolapse, rectocele, right flank pain, diarrhea, bladder trabeculations, chronic cystitis cystica, glandularis, nocturia, lower abdominal pressure, persistent bacteruria, additional nonsurgical and surgical interventions.